Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis without the hub/manifold therefore the catheter batch/serial number could not be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 1205mm proximal to the distal end of the tip. The proximal part of the hypotube (including the manifold/hub) was not returned for analysis. Multiple kinks were also noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02/09/2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified right coronary artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a maverick balloon, a 3.50x38mm (B)(6)¿ long drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again at high pressure and the procedure was completed with the implantation of another stent followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.